Event description:
It was reported by a customer on (B)(6) 2011 the fiber stopped vaporizing at 75,584 joules. Per the customer, the fiber was not clamped and there were no observations leading up to the incident. No pt injury was reported.